Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat one of the jaws broke off. The issue occurred during intr-op laparoscopic hysterectomy procedure. There were no reports of patient harm.

Event description:
It was further reported that the therapeutic procedure was completed with another olympus device. The issue occurred inside the patient during sedation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5 - describe event or problem h4 - device mfg date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.